Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient was noncompliant (no further details provided). On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin 1 gram every 5 days and intraperitoneal amikacin 1 gram every day for peritonitis. Twenty days after the event onset, vancomycin and amikacin were discontinued. That same day the pd catheter was removed due to the patient not responding to treatment. Current mode of dialysis therapy was not reported. Three days later the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.